Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the heparin line broke and a dialyzer blood leak occurred less than fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer and hansen lines. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no defect or damage seen. There were no loose connection and nothing was noticed during priming. There were no changes or a disruption in pressure. The patient¿s estimated blood loss (ebl) was approximately 300 ml and had a replacement volume of 400 ml of normal saline (nss). There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that the heparin line broke and a dialyzer blood leak occurred less than fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer and hansen lines. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no defect or damage seen. There were no loose connection and nothing was noticed during priming. There were no changes or a disruption in pressure. The patient¿s estimated blood loss (ebl) was approximately 300 ml and had a replacement volume of 400 ml of normal saline (nss). There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation

Manufacturer narrative:
Plant investigation: the reported complaint is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.